Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in an unspecified baxter bag. It was further reported that customer had to remake a 600ml dose twice due to coring issues coming from the bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.